Manufacturer narrative:
Additional info was requested from the facility and from the responses, it was determined that there was no damage noted to the packaging. The catheter was checked when removed from the packaging and no anomalies were noted. There were no kinks/bends observed on the catheter body before deployment. Difficulty was not experienced removing the catheter from the dispenser coil. The leak occurred during the procedure after a "short time". The maximum infusion pressure exerted on the catheter during the procedure is unk. The leak was discovered during the procedure. Resistance was encountered. There was no difficulty encountered advancing the microcatheter into the guide catheter. Media was being injected through the catheter at the time the leak occurred. The hole on the catheter was at the tip. The media leaked into the pt. A device history record review (DHR) was performed and confirmed that the catheter met all material, assembly and performance specs upon its release. The device was returned to boston scientific for analysis. The shaft was notably broken at the end of the strain relief 6.5cm from the proximal. A number of flattened sections were found on the distal shaft. Functional and leak tests were unable to be performed, due to the presence of dried contrast media in the hub. All dimensions which were able to be measured were found to be within spec. The presence of blood was noted within the catheter shaft. Based on the analysis of the returned device, the user's experience was confirmed as a break was found in the shaft of the catheter along with a number of flattened sections typically associated with the handling of the catheter during the clinical procedure. Based on the analysis of the device and info gathered from the user facility, the potential root cause has been determined to be related to the mfg process.

Event description:
It was reported during procedure the catheter appeared to be leaking from a hole when they were injecting fluid. The pt is reported to be going good. No further details were disclosed.